Manufacturer narrative:
The IFU was reviewed for cautions, warnings, and checks, the following were noted: caution! Do not combine products incorrectly! Injuries of the patient, user or third parties as well as damage to the product are possible. Combine the different products only if their intended uses and relevant technical data (working length, diameter, etc.) Are the same. Follow the instruction manuals of the products used in combination with this product. Caution! The products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Immediately before and after each use, check the products for damage, loose parts and completeness. Do not use the products if they are damaged or incomplete or have loose parts. Check the instruments and accessories for the following: damage, sharp edges not suitable for the application, loose or missing parts, rough surfaces. Function check: check for secure connections. Check for patency (free passage). Check the function of the spring. Rwmic considers this case closed. Should additional information be provided, a follow up report will be submitted.

Event description:
On (B)(6) 2020 richard wolf medical instruments corp. (Rwmic) received the following information: a patient had a laparoscopic salpingectomy performed on (B)(6) 2020. On (B)(6) 2020, the patient went to another facility's emergency room and it was reported that the acorn tip was left in the patient. The use facility was not able to obtain the acorn tip that was used on this particular patient and they were unsure of where it was; as a result, the part number and lot/serial number could not be obtained and the device could not be returned to rwmic for further evaluation. The user facility reported having a total of nine (9) reusable pelviscopy trays and it was not possible to determine which one was used. The rwmic sales representative confirmed that the user facility has a combination of richard wolf and other manufacturers acorn tips in stock. The tips that are used in each tray is not recorded. Rwmic will conservatively report this case. It was requested that the user facility report any new information to the rwmic sales representative immediately upon discovery.